Event description:
Related manufacturer reference number:  3006705815-2022-13891. It was reported the patient's scs system is not providing adequate relief. Lead diagnostics indicated the left lead has high impedances on multiple contacts. Reprogramming did not resolve the issue. As a result, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.